Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause for the acute ischemic stroke is unknown; however, in addition to the procedure itself, patient factors [advanced age, pre-existing atrial fibrillation] could have caused or contributed to the stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, the patient suffered an acute ischemic stroke after the tavr procedure. Medical records received indicate this patient received a 26mm sapien valve via left subclavian approach and the procedure was uneventful. The patient was weaned well from the ventilator and once off he was noted to have a right sided neglect and was unable to follow commands. A brain CT confirmed an acute infarct in the left temporoparietal region without evidence for hemorrhagic transformation. Left cerebellar hemisphere infarct, demonstrated some mild associated volume loss; possible sub acute to chronic. Due to the recent procedure, age and comorbidities the patient was not a candidate for intervention.